Event description:
Customer reports that they are unable to retrieve the specimen.

Manufacturer narrative:
One unit functions accordingly. The other unit functions with a tight feel to the crushing of the outer cannula. Both snares function accordingly. The snare opens when the lever is in the open position. The snare closes when the lever is in the closed position. Devices both work accordingly. The damage to the outer cannula is causing the tight feel on one device.